Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the server showed a message on the formulary indicating critical low medications. The technical support specialist determined that the customer did not have permission to manage the facility formulary and wanted to change the critical low for med ID. The tss advised the customer to obtain the manage facility formulary permission, which is under the user role, by reaching out to the pharmacy manager. D4 & h4: UDI and manufacturer date not available

Event description:
It was reported by the customer that a bd pyxis¿ es server was showing critical low on all meds. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.